Event description:
The customer reported: that one of the nurses was covered with powder from the gloves after a case. We are not sure if the gloves could have caused the tass. Additional info was requested.

Manufacturer narrative:
No sample was returned for eval and root cause analysis. The customer's complaint history was reviewed, this is the first complaint of this nature reported by this account. As the customer did not retain the lot number, DHR and lot history could not be reviewed. Customer did not retain a sample to return for investigation; therefore, it is not possible to determine the root cause of this incident. Customer was notified to contact the account representative, if they would like to change to a different glove. Quality assurance will continue to monitor related complaints and will take action for further occurrences as is deemed necessary. (B)(4).